Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultralink meter was reading inaccurately high. The (B)(4) spoke with the patient on (B)(6) 2012 and obtained the following information. The patient claimed the alleged issue began on (B)(6) 2012. He stated at approximately 2:15am he woke up feeling "disoriented and tired", therefore tested on the subject meter and obtained a result of 102 mg/dl. He denied taking any action in response to the alleged result because he considered it a normal reading. Within 15 minutes of testing on the subject device, the patient reported that he passed out. A family member contacted the paramedics and upon arrival, 10 minutes later, they tested the patient using an unknown hcp meter and observed a reading of 21 mg/dl at approximately 2:40am. The patient was reportedly treated with IV glucose within a few minutes of testing. He reported that he regained consciousness and felt better after 20 minutes and declined to go to the hospital. On (B)(6) 2012, the patient claimed the same issue occurred at approximately 11:30am. He was experiencing symptoms of disorientation and tested on the subject meter and reported a blood glucose value of 91 mg/dl which he felt was high as compared to his symptoms. He denied taking any action in response to the alleged reading. He stated he received a phone call and whilst on the phone the caller contacted 911 due to the patient not responding. The paramedics arrived a little after 11:30am and found the patient had passed out. They tested him with the hcp meter and observed a value of 25mg/dl. He was treated with IV glucose and regained consciousness after 20 minutes. He was not taken to the hospital. The patient advised the mss that he manages his diabetes with novolog insulin and tests 6-8x per day. He could not provide prior test results, but said they were in his normal range (130-140mg/dl) and continued with his usual doses of insulin prior to the symptoms based on a sliding scale. At the time of troubleshooting, the cca noted that the subject meter was set to the correct unit of measure. The patient informed the (B)(4) that he was using the same meter and lot# of test strips on both occasions and the subject test strips were expired (march 2011). Replacement products were sent to the patient. The meter serial number was not available to document. This complaint is being reported because the patient claims he obtained inaccurate normal readings on the subject meter, did not administer appropriate action based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia that required medical intervention from an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.